Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose level. Customer¿s blood glucose level of 500 mg/dl. In addition, customer¿s current blood glucose level was 238 mg/dl. Customer was treated with manual injection. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.